Event description:
B braun pencan spinal needle (catalog #p-7606-a-1, lot #61150542, exp. 2012-09) was being used during a procedure. After one attempt at inserting a spinal anesthetic using the 27 gage needle, needle was pulled out and approximately 1.25" of needle was missing. Spinal needle insertion was not difficult. No torquing on needle whatsoever. Another surgeon was called into room for consultation. C-arm in room and x-rays obtained. General anesthesia induced with lma laryngeal mask airway. Knee surgery proceeded as boarded. The surgeon believes there is a defect in the needle because it broke so easily. Required a secondary surgery to remove the needle piece that was retained in the pt. Pt. Was not permanently harmed by this incident and appears to be doing fine.